Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. Concurrent conditions included bacterial vaginosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain lower ("cramping"), genital haemorrhage ("bleeding"), urinary tract disorder ("urinary problem"), migraine ("migraine") and uterine prolapse ("uterine incontinence prolapse/ pelvic relaxation"). The patient was treated with surgery (robotic laparoscopic supracervical hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, abdominal pain lower, genital haemorrhage, urinary tract disorder, migraine and uterine prolapse outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, migraine, pelvic pain, urinary tract disorder, uterine perforation and uterine prolapse to be related to essure. The reporter commented: as per mr date of insertion-2010. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: migraine, uterine prolapse. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. Concurrent conditions included bacterial vaginosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain lower ("cramping"), genital haemorrhage ("bleeding"), urinary tract disorder ("urinary problem"), migraine ("migraine") and uterine prolapse ("uterine incontinence/ prolapse/ pelvic relaxation"). The patient was treated with surgery (robotic laparoscopic supracervical hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, abdominal pain lower, genital haemorrhage, urinary tract disorder, migraine and uterine prolapse outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, migraine, pelvic pain, urinary tract disorder, uterine perforation and uterine prolapse to be related to essure. The reporter commented: as per mr date of insertion - 2010. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : migraine, uterine prolapse. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.